Event description:
It was observed, during the device inspection. That the uretero-reno videoscope exhibited, due to corrosion on the angle mechanism. Bending section cannot be controlled at all. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device inspection showed corrosion of the inside of the control section which likely hindered the angulation operation from working. Additionally, it is likely that water may have intruded into the inside of the control section from the leaked site since leakage occurred from the bending section cover. The event can be detected/prevented by following the instructions for use which state: instructions reprocessing manual for urf-v3/v3r chapter 5, ¿reprocessing the endoscope¿ section 5.4, ¿leakage testing of the endoscope¿ ¿¦ perform the leakage test¿ olympus will continue to monitor field performance for this device.